Event description:
Medtronic received info that this bioprosthetic valve, implanted 2 years was explanted. At explant, significant pannus overgrowth was present on the inflow and outflow. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other, cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this issue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.